Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 170 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed no delivery which was able to be cleared. It was also found that the customer recently went to the hospital for diabetic ketoacidosis and 500 mg/dl blood glucose. Customer indicated that their blood glucose was unable to come down and they went to the hospital. Customer indicated that their doctor has been contacted regarding the high blood glucose and will monitor the pump as it appears that the pump is operating as designed.